Manufacturer narrative:
St. Jude medical could not evaluate the aco involved in this incident since it was not returned to us. The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
An amplatzer cribriform occluder (aco) was surgically removed due to a presumed nickel allergy as the patient complained of a dermatologic skin rash. At explant, the aco was noted to not have endothelialized.